Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test, prime test and excessive no delivery test. However, the insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the insulin pump and passed. The insulin pump was received with cracked case on the display window corner, cracked reservoir tube lip, cracked battery tube threads and minor scratches on lcd window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer's mother called in to report a prime anomaly. The customer's blood glucose level was unknown. The customer was informed that the product would be replaced. No further details were provided.